Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 651 mg/dl, due to needing a settings adjustment. Reportedly, the customer attempted to self-treat their bg with a bolus via pump; however, customer went to the emergency room (ER) where they were admitted to the hospital¿s intensive care unit and treated intravenously with fluids of saline and insulin. Customers was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.